Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the endovascular treatment of a 60 mm thoracic aneurysm in a unknown date. It was reported that a CT was performed, where a proximal and distal type 1 endoleak were observed. It was stated that 65 mm ascending aneurysm was also noted. As per the physician, cause of the event was patient's anatomy, as the ascending aneurysm has degenerated the proximal landing zone. No additional clinical sequelae were reported and the patient will be monitored.